Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot/serial # unknown / not provided. K101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was fractured in position #21. Failed implant and was removed and bone graft and collagen membrane were placed. No injury to the patient was indicated and the patient will return for a follow up appointment in 3-6 months to put a new implant in.

Manufacturer narrative:
One imp,tsv,4.7,16,mtx,mg (tsvtwb16) was returned for investigation with an unknown abutment (image 1-2). Visual evaluation of the as returned product identified significant signs of wear and debris about the threads, and the collar is fractured inward. No pre-existing conditions were noted on the per. The reported product was located on tooth # 21 (universal) and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvtwb16 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.